Manufacturer narrative:
The customer did not supply the patients' demographics such as age, date of birth, and weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. Beckman coulter has determined through customer feedback and internal testing that the access free t3 reagent lots greater than or equal to 524087 manufactured after june 2015 and reagent lots greater than or equal to 570090 manufactured after august 2015, demonstrates an upward shift of 10-14% in the patient s results across the reference interval when compared to the results generated with reagent lots manufactured prior to the june 2015 production lots. This change is expected to be maintained for all future lots. Field safety notice - fsn #28096 and field action - fa#28096 were circulated to all affected customers worldwide via hard copy distribution starting from 09jun2016, through e-mail 10jun2016, and distribution started in EU and emeai on 17th june 2016. Per field safety notice customers using affected access free t3 lots greater than or equal to 524087 and greater than or equal to 570090 are instructed to discontinue using these lots until the laboratory either: verifies that current in use access free t3 reference interval is appropriate; or adjusts or established a reference interval. Appropriate geographies national competent authorities have been informed of this field safety corrective action.

Event description:
The customer reported obtaining reproducibly elevated free triiodothyronine (access free t3) results in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The sample from the patient was reanalyzed using the same unicel dxi 800 access immunoassay system and an alternate unicel dxi 800 access immunoassay system (serial number unknown) and the elevated results were reproducible. The sample from the patient was also analyzed using an abbott architect i400 analyzer and lower results, within the assay's normal reference range, were obtained. The customer stated the reproducibly elevated access free t3 results were reported from the laboratory. The customer stated the physician considered the reproducibly elevated access free t3 results erroneous as all other thyroid panel results: human thyroid-stimulating hormone (access htsh), free thyroxine (access free t4), triiodothyronine (access total t3) and total thyroxine (access total t4) recovered within each assay's respective reference range. There was no report of a change or impact to patient treatment which occurred in association with this event. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a non-additive vacutainer tube with gel and was centrifuged for seven (7) minutes at 3000 rpm (revolutions per minute). .